Event description:
It was reported on june 10th, 2025, that the user noticed the aws shield on a 3dimensions mammography system was cracked the previous day. A field engineer was dispatched and assisted biomed at the user facility in replacing the aws shield. The field engineer confirmed that the system is performing in accordance with manufacturer specifications. No patient/user injury reported.